Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they required emergency medical service as result of low blood glucose. The customer's low blood glucose was below 20 mg/dl. It was unknown if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.